Event description:
It was reported that a sling procedure was performed in 2002. A vaginal approach was used. The procedure was uneventful. The following day, although the patient felt well, fecal material was noted coming from one of the abdominal incisions. The patient was taken immediately to the operating room. Just prior to performing an exploratory laparotomy, the patient's blood pressure dropped and pt appeared to go into septic shock. The exploratory laparotomy revealed a cecal perforation. The patient had an appendectomy approximately 30 years prior and had a right paramedian incision. The cecum was adherent to the lower pelvis. The patient remained intubated and was treated aggressively for the next ten days. In addition to their spetic shock, pt also developed into disseminated intravascular coagulopathy. Despite aggressive treatment, the patient expired 10 days post-operative.